Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
During the procedure, while the doctor was drilling the holes in the bone using the 1.1 mm drill bit from the 1.5 mm system, the tip of the drill bit broke off, leaving a small fragment inside the patient's bone. The doctor attempted to remove the fragment but was unable to do so. He decided to leave it in place due to the difficulty of extraction and because it was not inside the joint. The remaining portion of the drill bit was then removed, and another drill bit of the same type, also included in the kit, was used. The surgery was successfully completed without any changes to the surgical schedule or discomfort for the specialist.